Event description:
A hospital in (B)(6), reported that the manometer on an rd900 neopuff infant resuscitator was not working. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint neopuff device was returned to our service centre in (B)(6). The returned device was visually inspected and performance tested by a trained fisher & paykel healthcare (fph) service engineer. Our investigation is based on the information provided by the regional fph service centre. Results: visual inspection revealed no damage to the exterior of the neopuff. Performance test revealed that the manometer was not responding to any air input. Upon opening the returned device it was found that the tube from the manifold was detached from the manometer. Conclusion: the neopuff is assembled and 100% tested on the production line to verify that each neopuff product conforms to critical product specifications. All neopuffs are visually inspected and performance tested prior to leaving the production line, and those that fail are rejected. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". The tube was connected to the manifold and tested based on the neopuff technical manual. The device was returned to the customer after passing the safety and performance checks.